Manufacturer narrative:
This is an FDA reportable event due to the possibility of an unretrieved device fragment. The medwatch received at conmed corporation on (B)(4) 2014 had contact information from the end-user facility. Numerous attempt were made to contact the facility to obtain additional information and to possibly secure the suspect device for a quality engineering evaluation. All communication attempts with the end-user facility remain unanswered to date; therefore, an investigation on the suspect device will not be conducted. The device in question, vcare, is a disposable, single-use device for manipulation of the uterus and cervix in surgical and diagnostic procedures. The device consists of a manipulator tube having an inflatable balloon at its proximal end and an anatomically configured cannula / handle for maintaining proper attitude of the uterus at the distal end. The vcare incorporates a system of cup-like elevators to provide manipulation of the uterus, and retraction and elevation of the cervix. The conmed vcare is indicated for manipulation of the uterus and injection of fluids or gases during laparoscopic procedures such as laparoscopic assisted vaginal hysterectomy (lavh), total laparoscopic hysterectomy (tlh), minilap, laparoscopic tubal occlusion, or diagnostic laparoscopy and also maintains pneumoperitoneum by sealing the vagina once a colpotomy is performed. A review of the manufacturing documents from the DHR/lhr, device history record/lot history record, for lot 1310141 has verified the devices were produced and released according to the current and approved procedures and material specifications. Proper manufacturing procedures including testing and inspections were performed during manufacture to prevent non-conformances regarding the product's identity, quality, safety, effectiveness and performance. The maude report stated that this was a product problem report and not an adverse event report; therefore, based on the information available to conmed corporation, no patient injury occurred. The complaint investigation has not identified a manufacturing or component defect and the malfunction has been determined as use related; therefore, corrective action is not warranted at the present time. Conmed corporation is considering this complaint closed. Not being returned to manufacturer.

Event description:
Report number (B)(4) was found on the FDA maude database stating, "during final count on the procedure, the luer lock on the conmed manipulator was missing. Vaginal cavity was checked by surgeon, no evidence of it being retained. Investigation revealed that this part of the device is of radiopaque." The maude report stated that this was a product problem report and not an adverse event report; therefore, based on the information available to conmed corporation, no patient injury occurred. The maude report does not have any end-user facility documented, or, any contact information; therefore, conmed is unable to obtain any further information surrounding this reported event. On (B)(6) 2014 - received the medwatch report from the FDA in the us mail delivery. This documentation identified the user facility as (B)(6) with contact information.